Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to immersing the scope in water without a water proof cap. This report is being filed as part of the pentax backlog management plan

Event description:
Massive internal water damage, but when initially tested, the scope are completely tight. No leaking whatsoever detected. Within a short time, we experience same type of fault, on same type of endoscope, with 3 different customers. This event occurred at the time of during inspection. There was no report of patient harm.